Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The probe was returned to the manufacturer for evaluation. Analysis found that the probe was worn with multiple nicks and scratches. It was reported that when passive markers were attached, the unit returned a high geometry error with an acceptable divot error. A support arm for the marker was noted to be bent. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the vertek probe was not recognize, one divot was bent. No patient was present at the time of the event.